Event description:
The surgeon inserted a cc4204bf single piece collamer lens. The lens tore upon insertion into the eye. The lens was removed and surgery was completed with another lens. No pt injury.

Manufacturer narrative:
H6: evaluation results; visual inspection of the returned product showed that one lens haptic is torn. Clear surgical residue / debris on the product. Conclusion: no conclusion can be drawn: based on the complaint history and evaluation of the returned product a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.